Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01198.

Event description:
It was reported that during surgery, the carrying skin graft's rate of magnification of this complaint product was different from the specification. The surgeon said the carrying skin graft was magnificated 1.5 to 1, although the specification rate of magnification of this complaint product is 3 to 1. There was no patient harm or injury. There was no medical intervention, or an additional surgery reported. The taken graft was not damaged. There was no surgical delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Angle measurement of both returned products identified the angle of the carriers was measured on optical comparator ID #: (B)(4). Angle reading was 19 degrees 35 minutes, which is not in specification for a 3:1 carrier but is in spec for a 1.5:1 carrier. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01198-1.

Event description:
There was no additional information available.